Manufacturer narrative:
A review of the service history for the alinity c processing module ac01330 was performed and found no contributing factors on or around the date the customer experienced the issue. Tracking and trending was reviewed and did not identify any trends. Manufacturing documentation was reviewed, and no issues were identified. Additionally, labelling was reviewed and adequately addresses the customer issue. Based on the investigation, no systemic issue or deficiency was identified for the alinity c processing module.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that discrepant potassium and creatinine results were generated on the alinity c processing module for patient sample ID 191109141303 on november 9, 2019. No adverse impact to patient management was reported.creatinine: 6.342 mg/dl retested at 4.162 mg/dl on the same analyzer, retested at 1.966 and 1.918 mg/dl on different alinity analyzerspotassium: 7.88 mmol/l retested at 6.88 mmol/l on the same analyzer, retested at 4.49 and 4.56 mmol/l on different alinity analyzers